Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of syncope. Interrogation revealed low right ventricular (rv) lead impedance and noise oversensing in the high rate ventricular events. An x ray showed possible lead damage at the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.